Manufacturer narrative:
The surgeon inadvertently transected the splenic artery which subsequently led to the bleeding. Isi has not received the vse instrument involved with this complaint to perform failure analysis and identify any possible failure modes. No image or video clip for the reported event was submitted for review. If additional information is received or the vse instrument is returned, a follow-up MDR will be submitted. A review of the vse logs for the procedure date of (B)(6) 2022 was performed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: there were no seal or cut errors noted during the procedure. The system logs were reviewed by an isi technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint. There were no relevant errors observed during this procedure that would have caused issues with undocking the patient side cart (psc). A review of the event was conducted by an isi medical officer and the following additional information was provided: based on the information in the description of events, a number of issues may have contributed to this catastrophic event including challenging anatomy with adhesions, difficulty in recognizing nearby anatomy, and the inadvertent injury or inadequate seal to the splenic artery which then led to massive bleeding. Once this injury occurred, inability to undock and remove the da vinci system further hindered adequate patient access and likely contributed to additional blood loss. This complaint is being reported due to the following conclusion: during a da vinci-assisted hiatal hernia-paraoesophageal procedure and as the surgeon was dissecting omentum with the vse instrument, he did not see that part of the splenic artery was in the jaws of the instrument. Half of the splenic artery was transected as a result and massive bleeding was subsequently observed. It is unclear if the event involved an insufficient sealing issue with the vse instrument. In order to control the bleeding, the site had to convert to open surgery. The patient subsequently expired on the tabl. Note: refer to medwatch report (MDR) with patient identifier #532283 for MDR submission of the adverse event associated with the psc undocking issue.

Event description:
It was reported by the intuitive surgical, inc. (Isi) clinical sales representative (csr) who was informed by a nurse educator (who heard about the event from a morbidity and mortality rounds; the nurse and csr were not present during the procedure), that during a da vinci-assisted hiatal hernia-paraoesophageal procedure, as the surgeon was dissecting omentum with the vessel sealer extend (vse) instrument, he did not see that part of the splenic artery was in the jaws of the instrument and a result part of the splenic artery was transected. The splenic artery subsequently burst resulting in massive bleeding. When attempting to undock the robot for conversion to an open procedure, the instruments were removed and the cannulas were pulled from the patient; however, the cannulas were not removed from the universal surgical manipulators (usm). The site tried to move the patient side cart (psc) away from the patient, but the cart would not move as the cannulas were still attached to the usms. The psc was still docked next to the patient resulting in a delay in the procedure as the resident could not get on that side of the table to assist the surgeon. After a few minutes, a nurse then put the psc from drive to neutral and moved the psc away from the patient. The patient subsequently died on the table. It was reported that the patient had a lot of adhesions and was a ¿high risk patient¿ with ¿low blood reserves¿. The isi csr was informed that the omentum was noted to be thick and there was no entrapment of tissue or tissue sticking to the jaws of the vse instrument. Additionally, there was no report of any issues with the vse instrument during the procedure and no visualization issues with the endoscope. The generator used was an erbe vio dv generator. It is unknown if the vse instrument was retained for analysis. Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report. The user facility risk manager informed isi that they would not be providing any additional information .

Manufacturer narrative:
On 11-oct-2022, intuitive surgical, inc. (Isi) followed up with the hospital's clinical engineering department to enquire about the vessel sealer extend (vse) instrument availability and was informed that the department does not have the instrument. On 17-oct-2022, isi received a reply from the surgeon stating that no further information regarding the incident will be provided. A device history record (DHR) review for the vse instrument involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
Refer to h10/h11 for follow-up information.